Event description:
Single port robotic fenestrated bipolar closed on tissue and would not release. Surgeon attempted to release via console, and first assist attempted manual release on the field. Surgeon had to cut tissue instrument was clamped on in order to get instrument out of patient. Instrument was identified and personally brought to spd to [sterile processing department] be returned to coordinator and chief office for staff to escalate to da vinci.